Manufacturer narrative:
(B)(4). Concomitant products: dil cath: sprinter 2.5 x 12, trek 2.5 x 15 mm, trek 3.5 x 15 mm. Guide cath: 6 french launcher. Other: export catheter. Two attempts to snare were made with a non-abbott snare device unsuccessfully. Another trek 3.5 x 15 bdc was advanced to also trap the distal bmw guide wire in the rca. Another attempt was made to snare the distal bmw guide wire with two non-abbot snare devices unsuccessfully. The physician went back to the right femoral access site and a grand slam guide wire was used as a buddy wire. Two more snare devices were used unsuccessfully. A balloon pump was inserted through the left femoral access site and the procedure was complete. The patient is stable, but continues with chest pains. The patient is refusing surgery and a cardiology consult is being done at this time. There was no additional information provided. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that a patient came into the hospital with an acute myocardial infarction. A 6 french non-abbott (launcher) guide catheter was accessed through the right femoral artery. A balance middle weight (bmw) guide wire was advanced in a non-tortuous moderately calcified, mid to proximal right coronary artery (rca). An attempt was made to pass a non-abbott (export) catheter for a thrombectomy over the bmw but the catheter would not advance to the lesion and was removed. A mini trek 2.0 x 15 mm balloon dilatation catheter (bdc) was advanced to the lesion and inflated five times and removed without difficulty. The same non-abbott (export) catheter was advanced for the thrombectomy, but the catheter would not advance to the lesion and was removed. Another 2.5 x 12 non-abbott (sprinter) bdc was advanced and inflated three times. At this point it was noted that the non-abbott bdc was not tracked well over the bmw guide wire and the non-abbott bdc was removed. The mini trek 2.0 x 15 mm bdc was advanced but would not track well over the bmw guide wire and did not get to the lesion and was removed without difficulty. Another mini trek 1.2 x 12 mm bdc was advanced but would not track well over the bmw and did not get to the lesion and was removed without difficulty. Upon removal of the mini trek 1.2 x 12 mm bdc, it was noted that the bmw guide wire was fractured inside the guide catheter and the distal part of the bmw guide wire was found floating in the rca. A trek 2.5 x 15 mm bdc was used to trap the distal bmw guide wire in the rca.